Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacture representative went to the site to inspect the imaging system. The reported issue was confirmed. The system will not produce x-ray in 2d or 3d. The representative replaced the ht control board, atp board, and the standalond boards. The issue resolved. A full system checkout was performed after part replacement and all tests passed. The parts were returned to the manufacturer for evaluation, however results are not available at this time.

Event description:
Information was received from a manufacturer representative about an imaging system outside of a procedure. It was reported that it was not possible to take either 2d or 3d images. The pendant was booting into 2d mode and it was possible to switch to 3d, but the system would not take images. There was no patient present when this issue was observed.

Manufacturer narrative:
The power switching board was returned to the manufacturer for analysis. The board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The system control board was returned to the manufacturer for analysis. The board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
The analysis of the ht controller, standalone board and atp console were completed by medtronic personnel. The units were found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The atp console etos was returned to the manufacturer for evaluation. Testing found that imaging system would not perform 2d and 3d image acquisitions when installed in a known operational system.